Event description:
It was reported the pump was to be used for a replacement. The pump was warmed. They were unable to fill all 40 ml into the pump; 37.5 ml of water was removed prior. The pump was emptied; they got all the medication back; another attempt was made to fill and they had the same results. It was repeated again and had the same results. There was no patient injury. It was considered to be an out of box failure; the pump was never near the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of this device (8637-40) (serial#: (B)(4)) found no anomaly. No motor stalls or motor stall recoveries were seen in the pump log. The reservoir was returned with 8 ml of fluid in it. No reservoir access issues were encountered. Before the destructive analysis was done on the reservoir, the reservoir was filled and aspirated several times with no problems encountered. At the back of the pump, there were not suture loops.